Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited progressive malfunction characterized by intermittent glitches followed by failure to power on and inability to hold a charge, despite use of a replacement charger that showed a normal charging indicator; the user transitioned to backup therapy and continued glucose monitoring with a connected cgm. Symptoms included device unavailability for insulin delivery. Outcomes included the need for a replacement device and interruption of automated insulin therapy. Investigation included review of user feedback, synchronization of device logs when possible, and collection of a video demonstrating the issue, with shipment coordination initiated for device return. Manufacturer¿has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.